Manufacturer narrative:
There is no infection at the implant site however, the recipient is being treated with compresses over the wound.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a skin flap breakdown at the implant site and the internal device was exposed. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.